Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced persistent hyperglycemia with a highest glucometer reading of 460 mg/dl after a recent supply change during which the cartridge was mistakenly filled with long-acting insulin instead of rapid-acting insulin; the patient paused insulin delivery, disconnected from the pump, and was advised to remain off the pump for at least 24 hours and to contact their healthcare provider for management. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device-related problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.